Event description:
This was a cardiac lead extraction case performed in the or to remove two leads (ra, vitatron (B)(4), implanted 2001, and rv, vitatron (B)(4), implanted 1985) due to infection. An arterial line was placed and tee and fluoroscopy were used throughout the case. A CT surgeon was scrubbed into the case. Each lead was prepped with an lld #2, and a 14f sls ii was used. The ra lead was removed using the sls, and a tamponade was immediately noted (blood pressure dropped and pericardial fluid increased). The CT surgeon performed a sternotomy and a tear was identified and repaired in the svc/atrial junction. The rv lead was then removed using the sls, but again bleeding occurred at the svc/atrial junction. The CT surgeon identified and repaired a second tear in the svc/atrial junction. The patient was stabilized and sent to intensive care department. No device was returned for engineering inspection. There were no issues or nonconformances noted during an internal lot history review.